Event description:
It was reported that during use of implantable pulse generator (ipg), an inquiry was received regarding the device data collection exhibited r wave not stable with device implanted for two years. Review of device data revealed during the time the device is able to measure r-waves the patient often have premature ventricular contraction pvc (runs) which causes artifacts with r-wave amplitude measurements. No action taken, as the condition is related to combined factors of the clinical condition. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with p/r-wave amplitude diagnostics. High r-wave amplitude variability was observed. If information is provided in the future, a supplemental report will be issued.